Manufacturer narrative:
Event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a downstream occlusion. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the review period. Visual evaluation found scratches on the lens and a bubbled downstream occlusion (dso) seal. Error history log showed pump displayed alarm 11 times, all resulting from pump being primed. The customer¿s reported problem, dso occlusion, was not confirmed by functional test. The dso seal was replaced. The cause of primary problem is unknown. Pump passed all functional tests after repair.